Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given functional testing; this testing could not duplicate the reported issue. The syringe ear clip showed contamination that made it difficult to open but the operator was able to load a syringe and perform functional testing successfully.

Event description:
It was reported the device would not recognize syringe size. No patient involvement.